Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the device didn't pump enough amount of food .¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump did not pump enough food.